Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure the pt experienced a hypersensitivity reaction. Additional information has been requested.

Event description:
Same case as MFR# 6000093-2004-00804. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the distal rca with 70% stenosis and a 4.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 12 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the distal rca with 95% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with placement of a 3.5 x 12 mm taxus express2 8.8% drug eluting stent overlapping the previous placed stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the following day on plavix and asa. Post-procedure, the pt had an allergic reaction most likely to plavix. The pt developed diffuse swelling, arthritis and a rash. Symptoms improved with antihistamines and the pt took a short course of prednisone with good results. The pt's plavix was stopped and continued taking asa. There was no indication that the pt was put on ticlid. Based on this additional info this complaint will be changed to non reportable due to no product implication.